Event description:
Patient had a bipolar prothesis placed (B)(6) 2004. She returned to the hospital (B)(6) 2004 with complaint of hip pain. Bipolar components disassociated when attempt was made to reduce dislocation. Device used: size 10 stem; size 47 cup; 28mm inner head. Ref MFR# 1825034-2004-00105.